Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the resistance with the anatomy and leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (80306u109) was placed on the medial aspect of a2p2; however, after deployment the medial side of the jet looked a little increased and the mr remained at a2p2 lateral side. A second clip (80306u110) was placed at a2p2 central-lateral side. Several grasping attempts were made to obtain an optimum clip location on the valve. During grasping, resistance was met either with the chordae or leaflet. Standard troubleshooting was performed and the clip was removed; however, a leaflet tear was noted, approximately 20mm away from the second implanted clip. No further treatment was performed. Two clips were implanted, reducing the mr to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was related to procedural circumstances. The reported patient effect of tissue injury (damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.